Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The battery cap was not returned and a test cap was used in the evaluation. The pump powered on with auditory and vibratory features. All the buttons responded properly. The display had normal contrast and color. No defects were found with the device and the investigation was unable to duplicate the reported display issue.